Manufacturer narrative:
The pushwire was returned for evaluation without the marksman and pipeline. The marksman was discarded and the pipeline was implanted in the patient. The evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2014, stating that the patient normalized within a few hours of waking up after the procedure. The patient did not have any cardiac history. There was a short dissected segment of the mca (middle cerebral artery) that may have been caused by the damaged braid of the pipeline. This made it necessary for a neuroform stent. It was also noted that the proximal end of the pipeline did not have full wall apposition and it remains inside the patient half open. The patient was reported to be doing well and was discharged home completely intact after two days.(B)(4).

Event description:
Treatment of a small pseudo-aneurysm measuring less than 4mm located in the distal ica (internal carotid artery). The procedure performed was off-label. The patient was given aspirin and plavix prior to the procedure. Verapamil, an unspecified vasopressor, and a bolus of integrilin were given intravenously during the procedure with heparin given intermittently. On (B)(6) 2014, the patient underwent embolization treatment. A navien guide catheter was used to deliver a marksman and duo microcatheter. The initial plan was to coil the pseudo-aneurysm as well as place a pipeline across the neck; however, the physician was unable to situate the duo microcatheter optimally for coiling. It was then decided to jail the duo and deliver the pipeline through the marksman in order to bring the duo into better position. During the delivery of the pipeline, resistance was noted as the pipeline was released from the capture coil. Upon full deployment of the pipeline, there appeared to be some flattening that was confirmed through angiography. Once the pipeline was placed, the distal bumper got caught on the tip of the marksman catheter as the capture coil was being retrieved inside the marksman. Angiographic evidence showed evidence of vasospasm along the ica with limited distal flow. Intra-arterial verapamil was given in two separate doses for vasospasm and runs were done to assess the flow. Once the vasospasm in the ica was under control, the physician then used a scepter c balloon to perform angioplasty (an option presented in the instructions for use, u.s.) On the pipeline to achieve full wall apposition. An integrilin bolus was given intravenously and an unspecified vasopressor was given intra-operatively to maintain sbp 150. The physician then placed an enterprise stent across the ostium of the mca (middle cerebral artery) down to the distal ica. The proximal portion of the enterprise overlapped the distal portion of the implanted pipeline. Upon assessment of the proximal portion of the implanted pipeline, it was decided to implant another pipeline (4.25mm x 12mm) to improve coverage of the neck. The second pipeline was implanted without issues and overlapped the existing pipeline approximately less than 50%. A 4mm x 12mm pipeline had been requested but that exact size was not on hand. On final runs, the physician seemed satisfied with the apposition of the construct as well as vessel patency within and distal ica to the construct. Post procedure, the physician noted that he believed the distal portion of the pipeline was damaged during the retrieval of the capture coil into the marksman catheter. The physician also commented that he believed the pipeline migrated distally a few millimeters and that this might have caused some damage (unspecified) to the mca (middle cerebral artery). Also, he believes the navien folded up on itself within the cavernous ica during deployment causing vasospasm. The patient was in stable condition and admitted for observation.